Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that the link was pulled from the swage-end of the posterior cuff during needle plunger removal, which subsequently resulted in a failure to retrieve the suture. This may appear very similar to the reported needle-to-cuff miss and would require an alternative method to achieve hemostasis. Although the posterior needle was captured by the posterior cuff, the link material was pulled out from the swage-end of the posterior cuff, which suggests that during suture retrieval, resistance was encountered during needle plunger removal. Contributing factors include, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. However, the suture was returned intact and no damage was observed at the suture bearing area, which would indicate that the suture was dragged through the device during needle plunger removal. There were no reported challenging anatomical conditions, which may have contributed to the product experience. Operator deployment technique such as abruptly removing the needle plunger after deployment could cause the link to detach from the swage-end of the cuff. However, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Therefore, based on the reported information and our investigation, the probable cause for the link material being pulled out from the swage-end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Every link is inspected and tested for proper assembly during manufacturing. Furthermore, during lab testing, a proxy needle plunger was inserted and removed successfully without any observable resistance. A review of the finished device lot history records for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, a needle-to-cuff miss occurred. The second proglide device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.